Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a surgical procedure for uterine cancer on (B)(6) 2010. The reservoir functioned properly upon first activation. Then on (B)(6) 2010, the nurse found a leak from the "puncture site" and noticed the bottom of the locking plate of the reservoir was broken. A second like device was used with no adverse pt consequences.